Event description:
Immulite 2000 growth hormone (grh) results were obtained on pediatric patient samples.the results were reported to the physician(s). The physician expected peak results at approximately 10 ng/ml. There were no reports of patient intervention or adverse health consequences due to the discordant growth hormone results.

Manufacturer narrative:
A siemens global product support (gps) evaluated the immulite 2000 instrument data and determined that the instrument is performing with specifications. No further evaluation of the device is required.